Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Reportedly, a pump reset was performed to address the event. Additionally, it was reported that the wake button was sticking. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose was 74 mg/dl.